Manufacturer narrative:
Returned device was evaluated and the reported issue was unable to be verified. The software was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump was under infusing. There were no reported adverse events.